Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported since yesterday or the day before they have been unable to charge the communicator. Patient reported they had it plugged in all night, but it is not taking a charge; patient noted the lights just flash green and blue the whole time. As a result, patient stated they are unable to turn down their stimulation and it was way overstimulating them and they felt like they were being electrified way too much. Agent had patient reset the communicator and plug into charging cord; patient confirmed green flashing light. Agent had patient close all apps and entered communicator code manually when prompted. Patient successfully connected and decreased their stimulation. Agent reviewed information and the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91scs2 (serial:(B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.